Manufacturer narrative:
Continuation of d10: 5076-52, lead, implanted: (B)(6) 2009, 694765, lead, implanted: (B)(6) 2009. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows and numerous low flow alarms as a result of the patient being hypertensive and dehydrated. The patient also experienced symptoms of lightheadedness, and it was noted that the patient had chronically elevated blood pressure. A computerized tomography (CT) scan was negative for any issues. It was stated that the patient is not complaint with blood pressure medications which was leading to mean arterial pressures (maps) of 120's. The patient's blood pressure medication was adjusted and oral fluids were encouraged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed 133 low flow alarms logged since 04/jul/2023. Information provided by the site indicated that the patient experienced lightheadedness, and it was noted that the patient had chronically elevated blood pressure and was dehydrated. The patient's blood pressure medication was adjusted and oral fluids were encouraged. Based on the limited information available, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the reported patient non-compliance with blood pressure medications, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, is sues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.